Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during inspection of a field return from a hospital, a warehouse discovered a sequoia screwdriver with a damaged tip. There was no reported patient impact.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the tip is fractured. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for sequoia driver for the failure of fractured tip. The failure could possibly be attributed to excessive forces being applied beyond intended use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during inspection of a field return from a hospital, a warehouse discovered a sequoia screwdriver with a damaged tip. There was no reported patient impact.